Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed battery test. The customer's blood glucose was unknown. Customer reported that battery died pretty soon, replaced the battery like three times but keep getting a battery failed on each of the batteries. Customer states the battery has not been used before in pump or another device. Customer reported that blood sugar was high. The customer was assisted with troubleshooting but keep getting a battery failed. Customer reported that contacts are damage. Replacing battery cap. Advise the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.